Event description:
Additional information received reported that the patient experienced a "huge blessed response to his stimulation working well." The reporter stated that the programming was not quite perfect as it was immediately post operation and had since "excluded 2 bad leads" and has not experienced "stuttering." It was further reported that the patient had spoken with his health care provider (hcp) about his frustrations and stated "I would be completely within my right to file a complaint with the company" it was also stated the patient did "not want to repeat the surgery to have them put in a non-defective unit. It was later reported that the manufacturer representative removed the "stuttering" by bypassing 2 of the 16 contacts. The reporter stated he got "fantastic coverage." It was also stated that the patient described the device as being "finicky sometimes." It was noted that the device would suddenly "jump to a setting that was much higher." The reporter stated he would have to "fuss" with the device "a bit" to get it to "remember" what setting he wanted. The reporter further stated that he "loved the activestim feature despite its oddness." It was also noted that the patient would go an entire day or even more and just let activestim manage his pain all day or night long.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's "buzzer stutters" following the implant of an implantable neurostimulator (ins). The "stuttering" only happened when the device was on. The patient was completely motionless, feeling the buzzing along in his leg, when it suddenly stopped, then restarted multiple times. It was noted that sometimes when it restarted it did so with a bit of a jolt. It was unsure what was causing the "stuttering." Diagnostics were "fine:" the leads were good with no shorts or problems with current. It was noted the "adaptivestim" feature had not been turned on yet. It was reported that 12 days after the implant the "automation" was on. "Several things" were tried, but the reason for the "stuttering" couldn't be found. It was thought to be a "post-operational" anomaly that would clear up. Two and a half weeks after implant it was reported that the "stuttering" was "worse than ever." The manufacturer representative was "99% positive it was not a defective ins." "Activestim" was removed and eight different programs were given to the patient to experiment with pulse-width and amplitude. The "stuttering" continued whether the width was set to "comfortable" or if it were turned all the way to the minimum. It was also reported that the patient was dealing with increased leg pain, because the programs that worked best were "set by the wayside," while the patient was experimenting with the other programs. Two of the "b" program sets affected the patient's lungs and chest. Additional information reported that two of the eight programs were identified that did not have the "stutter." On (B)(6)2012, it was reported that the manufacturer representative got the impedance test to fail. A real quick test was run while the device was "stuttering." Two contacts were shorting. The ins was reprogrammed around these two contacts, and the coverage was "almost as good as before when it stuttered." The ins was reported as "fine."